Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed an open and bleeding skin irritation under the ucor hfams patch. It was also reported that the patient's skin was torn and had a burning feeling. There was no alleged device malfunction contributing to the irritation. The patient's physician advised the patient to remove the equipment and return it. Follow up indicated that the patient's skin irritation improved with the use of neosporin, however, she believes the wound may leaving scarring on the skin.